Manufacturer narrative:
Death and thrombosis, as listed in the IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Also, death, cardiac arrest, thrombosis, and hospitalization are listed in the risk assessment as no-fault post-procedural complications. In this case, the thrombosis was treated with another stent and a balloon pump, requiring hospitalization, and ultimately the patient went into cardiac arrest and expired. The second xience v everolimus eluting coronary stent system is being file under the same MFR number.

Event description:
Reporting status: death. Reporting rationale: thrombosis requiring medical intervention; subsequent death. Device issue: no device issue has been reported. It was reported that three days after the devices (3.5x18 mm and 3.5x23 mm xience) were implanted (overlapping), the patient came back to the hospital and it was determined that the stents had developed in-stent thrombosis. The in-stent thrombosis was treated using another stent of unknown type; however, the patient died later that day. The patient was placed on a balloon pump. The patient was reportedly discharged on aspirin and plavix after the implantation of the first two devices; however, it is unclear whether the patient was compliant with the taking of these meds. No autopsy was performed. It is unclear at this time whether the patient had experienced an mi or angina at the time of death. No patient effects were reported. No additional event or patient information is available.